Event description:
On (B)(6) 2015 increased trend in ldh noted. On (B)(6) ramp echo was performed with results "likely pump thrombosis." Pt expired (B)(6), pump sent to manufacturer, report of thrombus confirmed (B)(6). Depositions of tissue & blood in knitted graft, inlet elbow, throughout the pump, and outflow elbow & graft. Cause of pt's strokeon (B)(6) cannot be conclusively determined or associated with thrombus.